Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. The complaint number corresponding to this medwatch is (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01690, 0001822565-2017-01691, 0001822565-2017-01693 & 0001822565-2017-01694.

Event description:
It was reported that the patient's hip was revised due to pain post-implantation. No additional information provided.